Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that the customer's insulin pump had keypad anomaly. The customer's blood glucose level was unknown at the time of the incident. It was reported that the keypad was slow to respond, the scroll bar was not moving with no input, and random buttons were unresponsive. The customer was assisted in troubleshooting and advised to monitor the insulin pump. The customer also reported that he received hardware low level failures error while performing self test. The customer was assisted in troubleshooting and he was able to clear the alarm as well as able to complete the insulin pump rewind. The customer was advised to perform self test and it passed. The insulin pump will not be returned for analysis.